Event description:
Event description a request was made to obtain permission before destructive analysis is performed on this guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) if and when it is returned. Additional information was received stating the device was explanted for premature battery depletion.

Event description:
Event description a request was made to obtain permission before destructive analysis is performed on this guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) if and when it is returned. Additional information was received stating the device was explanted for premature battery depletion.

Manufacturer narrative:
Upon receipt of the device's memory disk, programmed parameter settings and history of therapy for this device were used to estimate expected battery use to date and then compared to actual use. Our analysis indicates that this device is depleting prematurely and will need to be replaced earlier than estimates provided in product labeling. On (B)(6) 2006, guidant issued a physician communication regarding the potential for premature battery depletion in a small subset of ICD and crt-d devices. Premature depletion may result from a failure of a capacitor from a single lot. This device is included in this advisory population. The device was returned to guidant, however analysis was not done per legal request. The device has been stored until which time analysis may be performed. Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.